Manufacturer narrative:
Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported during an implantation using a preloaded intraocular lens (iol) delivery system, there was a capsular tear. A backup iol was implanted. Additional information was requested but not received.

Manufacturer narrative:
Additional information received makes this event asr reportable and not 3500a reportable. This will appear on the asr. The manufacturer internal reference number is: (B)(4).